Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse found an old style computer system with a defective monitor. Management decided to upgrade to the new all in one computer. Fse installed the computer, software, keyspan for lis and verified proper operations. The fse ran daily check and the customer ran quality controls. All results were within range without any errors. Also, the fse verified transmission of results on the lis system. Instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the 29th of may 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under safety precautions states the following: contact tosoh service center or local representatives when requesting repairs - improperly performed in-house disassembly, repair and modification work may result in electrical shock and/or fire. The most probable cause of the reported issue was due to defective monitor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported that their aia-2000 instrument monitor turned off while the analyzer was running and will not turn back on. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp and pth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.